Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported blood glucose of 478 mg/dl, after which a site-only change was performed and the cannula did not appear bent; the user had not eaten recently, no new medications were reported, and glucose later decreased to 296 mg/dl and was trending down, with the medical device problem and device component unspecified due to insufficient information. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, and the device problem and component details remained insufficient to determine a cause. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.